Event description:
A report received regarding a memory lens which had been implanted in the pt's left eye in 1999. At exam in 2003, opacification of the implanted device was diagnosed. Visual acuity reported as 20/400 os. The surgeon explanted the lens with no complications reported. No further info is available at this time.